Manufacturer narrative:
MFR's eval summary: the device is an automatic external defibrillator (AED) and the actual device involved was evaluated. The device user's original service request for "spo2 continuously reads searching or no signal" was not confirmed. During eval of the device, a defib comm error was identified. Trouble-shooting isolated the cause to an open fuse on the defibrillator board. Replacement of the fuse restored normal device operation and it subsequently passed all acceptance testing and was returned to the customer. Investigation found that failure of this fuse in this location is a rare occurrence in this device family with no prior documented instances since the product was first marketed in 02.

Event description:
The user reported that spo2 continuously reads "searching" or "no signal". During eval of the device a defib comm error was identified.